Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "leakage on sher-I-swiv/fo double swivel connector, change 3 units, the status remain." Associated complaints: 3003898360-2025-00823, . And 3003898360-2025-00831.

Event description:
It was reported that: "leakage on sher-I-swiv/fo double swivel connector, change 3 units, the status remain." Associated complaints: 3003898360-2025-00823, 3003898360-2025-00830 and 3003898360-2025-00831.

Manufacturer narrative:
(B)(4). The reported complaint of "leak - other" could not be confirmed based upon the investigation of the sample received. The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The returned swivel valve connectors were both intact, showing no signs of leaking. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.